Manufacturer narrative:
The steris service technician arrived on site and found the unit leaking several gallons of water. The water was directed into a floor drain, but also spread onto the floor. Inspection of the device revealed corrosion on an internal copper pipe, which connects the jacket trap to a water line. The technician replaced the corroded piping and ran a test cycle. The unit was confirmed operational and returned to service.

Event description:
The user facility reported water leaking from behind their 48¿ sterilizer. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.